Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation is performed based on the photos provided. The customer provided (1) photos of bent cannula stuck in the pen injector vial, reporting insulin needle broke during administration leaving needle in pen after it was removed. The photos was visually examined and observed a bent cannula (most likely npe) stuck in pen injector vial. As the physical samples were not returned it is not possible to determine the difficult/unable to operate ( functionality test) and root cause. No DHR review can be carried out as lot number is unknown based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed. See h10.

Event description:
It was reported that the unspecified bd pen needle experienced cannula break off. The following information was provided by the initial reporter: event occurred (B)(6) 2023 at 2000. Lot number not available for this needle. Patient information included in report, there was no harm to patient or staff. Insulin needle broke during administration leaving needle in pen after it was removed. Insulin needle primed as normal but when pressed on pt arm there was a crunching feeling, it was then difficult to depress plunger. When insulin needle was unscrewed the needle remained behind in pen. Alerted team. No harm to patient or staff noted.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1944 was used based on age of patient. E4. The initial reporter also notified the FDA via medwatch # rl257039. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle experienced cannula break off. The following information was provided by the initial reporter: event occurred (B)(6) 2023 at 2000. Lot number not available for this needle. Patient information included in report, there was no harm to patient or staff. Insulin needle broke during administration leaving needle in pen after it was removed. Insulin needle primed as normal, but when pressed on pt arm there was a crunching feelin. It was then difficult to depress plunger. When insulin needle was unscrewed the needle remained behind in pen. Alerted team. No harm to patient or staff noted.